Event description:
Prior to an implant procedure, the device was unable to be interrogated. The device was not implanted and was replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported event of failure to interrogate was confirmed. The device was at elective replacement indicator (eri) level upon receipt. Device arrived and was unable to be interrogated. The interrogation failure was due to low battery voltage likely from high current latch-up. The device was cut open and the battery was sent out for analysis. External analysis of the battery cell showed no anomalies. Further analysis of the device hybrid was performed and showed normal device characteristics. A longevity calculation was performed and found the battery depletion was premature. The premature depletion conditions could not be reproduced after installing new battery during analysis, which is consistent with hardware latch-up anomaly in the hybrid.